Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited very high thresholds. The implantable pulse generator (ipg) was reported to be dysfunctional as the high thresholds depleted the battery very, very rapidly. The ipg and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.